Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h11. H11: the device was received for evaluation containing 96ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer cap was removed and evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow due to a clog. The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.